Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed external error. Customer's blood glucose level was 8.7 mmol/l. The customer managed to rewind and get the insulin pump working again. However, later during the night, the insulin pump gave off an alarm without signalling an error message on the screen. The insulin pump did not respond to any button pushes. The device was not returned.

Manufacturer narrative:
Act and esc buttons did not respond due to unlock on lcd keypad connector. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test and displacement test due to button keypad anomaly. Unable to verify external ram crc error alarm and off no power alarm due to button keypad anomaly.